Manufacturer narrative:
As of this date, this device remains implanted. The patient continues to be monitored and is unwilling to have another device implanted. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that the patient with this device was lost to follow up. The patient recently fell off a ladder and was brought to the emergency room for evaluation. It was noted on telemetry that the patient's heart rate was twenty-seven beats per minute despite the lower rate programmed to forty beats per minute. Interrogation revealed the device declared elective replacement indicators (eri) (B)(6) 2009. The non-boston scientific right ventricular lead displayed no noise and measurements were within normal. An internal technical service consultant was contacted whether this device was included in an advisory and was informed that this device is included in "the shorting in header" post-(B)(6), pre-(B)(6) 2002 population product advisory initially communicated on 6/17/2005. The reported observations were not symptoms of this advisory. In addition, device replacement was recommended due to the eri and further lead interrogation was recommended. A device replacement procedure is intended in the near future. No adverse patient symptoms were reported.